Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.